Event description:
The event is reported as: complaint reported "(B)(6), an (B)(6) pt was use a tracheostomy tube for tracheostomy operation in (B)(6) hosp. The bronchofiberscope showed that where the parts of pt's airway pressed by balloon had generated granulation tissue. The doctor taken the tracheostomy tube away on (B)(6)." Pt current condition is unk. Add'l info is requested.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.